Manufacturer narrative:
On (B)(6) 2022 the lamp and cuvettes were replaced and the internal water reservoir was cleaned. The investigation is ongoing.

Event description:
The initial reporter questioned multiple patient results for crej2 creatinine jaffé gen.2 (crej2), glucose and ggt on a cobas integra 400 plus analyzer. Of the data provided, the results for 1 patient sample tested for crej2 was discrepant. The initial result was 59.8444 umol/l. The repeat result was 83.9445 umol/l. It is unknown if any questionable results were reported outside of the laboratory. The crej2 reagent lot number was 59116701; the expiration date was not provided.

Manufacturer narrative:
The customer had replaced the halogen lamp on 25-apr-2022. Based on the instrument data provided, the wash station was due to be cleaned. Around the time of the event, probe clotting messages were observed. The customer replaced the reagents and the issue was resolved.